Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the instrument firing knobs were retracted, and the articulation lever was in neutral position. Functional testing noted that the instrument was successfully loaded with a single use loading unit (sulu). An access hole was cut into the instrument body for v isualization of the firing rack. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged sheared firing rack teeth. The product analysis noted evidence that the device was not used as intended. This issue could occur if device was fired over tissue that is beyond the recommended thickness range, fired with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler could not be loaded. Opened a new one to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that the internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up.